Event description:
It was reported that the pt's pump was protruding in the abdomen. The pt was scheduled for revision surgery to reposition the pump, moving it to a different location in the hip region. No pt symptoms or outcome was reported. The drug contained in the pt's pump was not reported. Additional info has been requested from the hcp, but was not available as of the date of this report.